Event description:
A patient reports undergoing cataract surgery with implantation of the crystalens in the right eye. Immediately postoperatively, the patient complained of diplopia and had minor astigmatism. The patient underwent a yag capsulotomy for treatment of pco at one month postoperatively. Two and a half months postoperatively, the lens vaulted in a z configuration with increased myopia and cylinder. Intervention was performed in an attempt to reposition the lens, however this was not successful. The patient is under the care of a new ophthalmologist for resolution.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings.